Event description:
The clinician reported that the pt receives an electrical jolt during electrotherapy and ultrasound combination treatment. The clinician indicated the event occurs when the device is configured to deliver the interferential electrotherapy waveform and ultrasound therapy. The event was noted to occur when the electrotherapy intensity was increased from 18 to 22 ma. No additional detail was provided by the clinician.

Manufacturer narrative:
The event did not lead to or require the administration of medication. No medical intervention was required. The event did not delay or impede the progress of the pt. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.